Manufacturer narrative:
(B)(6). Device was manufactured from july 11, 2014 to july 12, 2014. The device was received for evaluation. Visual inspection was performed and revealed no signs of abnormality that could have caused the problem. Simulated use testing was performed with no issues noted. Functional flow rate testing was performed and flow rates were found within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.